Event description:
Overdelivery reported: the pump was programmed to deliver fentanyl with bupivicaine 5mcg/ml at 6.0ml/hr with a 4.0ml pca bolus with a 20 minute lockout period. During a bolus delivery, the total volume to be infused was reached and the device alarmed "empty". It was noted that 2.6ml of the 4.0ml bolus was delivered prior to the alarm event. The fluid container was changed and the pump was reset. After pt hook up, another bolus request was made. It was reported that the pump delivered a complete bolus 4.0ml dose, even though the lockout period had not been exhausted since the previous partial dose. There was no pt harm reported. The physician was notified, but no medical interventions were ordered. Though requested, there was no additional info available.